Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was activating when placed by surgeon on patient drapes. Surgeon asked us to evaluate device. Case completed with another device of the same product code. There were no patient consequences reported. One device will be returned.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent

Manufacturer narrative:
(B)(4). The device was received in good physical condition. The devices was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). No continuous activation was noted during testing. There were no anomalies noted with the functionality of the device. The instrument was disassembled and no evidence was found as to what could have contributed to the activation issues. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.